Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had fluid visible under the display after being dropped into water. Blood glucose level at the time of the call was 72 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.